Event description:
It was reported that stent dislodgement occurred. The patient was undergoing percutaneous coronary intervention. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent dislodged. There patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.